Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on (B)(6) 2023. An investigation is in progress for returned product received on (B)(6) 2023.

Event description:
Tampons break off inside me [device breakage]. No symptoms [no adverse event] . Case narrative: consumer reported via phone that she has had several tampons break off inside her. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampons break off inside me [device breakage]. No symptoms [no adverse event]. Consumer reported via phone that she has had several tampons break off inside her. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampons break off inside me [device breakage]. No symptoms [no adverse event]. Case narrative: consumer reported via phone that she has had several tampons break off inside her. No injury was reported.